Event description:
It was reported that the right atrial (ra) lead with this pacemaker experienced burning in the area of the device. There were no additional adverse patient effects reported. The ra lead remains in service.